Manufacturer narrative:
One tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached. The root cause was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Upon product investigation, the distal tip of the catheter was noted to be detached, however further information received from the field confirmed that the catheter was intact during device preparation and never made patient contact.